Event description:
Patient revised on (B)(6) 2020 approximately 2 months after primary surgery due to failure of a bone graft. Surgeon explanted all components except humeral stem (24mm glenoid baseplate, +10mm post extension, 1 standard screw, 3 locking screws, 36mm centered glenosphere with screw, 36/+9 standard humeral cup) and then implanted a 36/+3 standard humeral cup, a +9mm humeral spacer, and another manufacturer's augmented baseplate and glenoid.